Event description:
It was reported that during a procedure to add extensions to an existing system, impedance measurements above 10,000 ohms were seen on both leads once they were connected to the extensions. Multiple attempts at reconnecting the extensions did not resolve the issue. Impedance measurements were normal when the leads were connected directly to the neurostimulator. Two new extensions were used and impedance measurements returned to normal. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was not receiving stimulation when impedance measurements were above 10,000 ohms.

Manufacturer narrative:
(B)(4). Lead model 3778-60, serial# (B)(4), implanted: 2009 (B)(6), lead model 3778-45, serial# (B)(4), implanted: 2009 (B)(6), extension model 3708140, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); extension model 3708140, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6); programmer model 37743, serial# (B)(4); recharger model 37752, serial# (B)(4).

Manufacturer narrative:
Analysis of the extension (serial # (B)(4)) revealed a distal end setscrew contained foreign material. It was noted the connector block setscrew threads were stripped, prohibiting the setscrew to fully tighten down on the lead which resulted in an open circuit. It could not be determined when the threads were stripped. Analysis of the extension (serial # (B)(4)) revealed no anomaly.

Manufacturer narrative:
(B)(4)